Event description:
After insertion, when connected to dialysis, noted that the line had a leak from the join between the hub and the shaft (ie the side of the hub towards the exit site). The leak was from a small hole on the arterial lumen (when arterial line flushed, saline would come out).

Manufacturer narrative:
Currently waiting for the device sample to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 14.5f hemo-flow was returned for evaluation with a syringe attached to the arterial luer and approximately 8 cm of the lumen attached. The syringe was removed and discarded. When flushed through the arterial luer a leak is noted from a hole in the bottom of the hub. A supplier corrective action request was issued to the contract manufacturer. The contract manufacturer confirmed the complaint and attempted to duplicate the issue but was unsuccessful. A root cause could not be determined. The issue was not detected due to failure to properly follow the 100% leak test. As a result, the procedure was enhanced to provide more guidance in the inspection of the device. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.